Event description:
The facility representative reported a colleague infusion pump with failure code 814:09. This condition was found upon power up of the device in the biomed service area. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a failure code 814:09 was confirmed and reproduced during product evaluation. The root cause was assigned to defective pump head module. The pump head module was replaced to fix the reported condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.